Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("migration of essure device / migration of essure device location of device: under the serosa"), device expulsion ("migration of essure device location of device: uterus"), pelvic pain ("severe pelvic pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 29-year-old female patient who had essure (batch no: b93881 , b93861-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no confirmation test". The patient's concurrent conditions included penicillin allergy (rash; swelling; hives), fruit allergy, drug hypersensitivity (nausea; confusion; loose stools / dizzy), sulfonamide allergy (rash; hives), adenomyosis, adhesion, left lower quadrant pain and hemorrhagic cyst. Concomitant products included ibuprofen, paracetamol (acetaminophen) and ranitidine from 2015 to 2016. In july 2014, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and mental disorder ("psychiatric problems"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems: condition: depression") and anxiety ("psychological or psychiatric problems: condition: mental anguish"). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("abnormal menstruation issues") and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation and bilateral salpingectomy by laparoscopically, hysterectomy (full), oophorectomy (one ovary removal). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, device expulsion, menorrhagia, menstrual disorder, vaginal haemorrhage, depression, anxiety, mental disorder and dysmenorrhoea outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, embedded device, menorrhagia, menstrual disorder, mental disorder, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal cramping, dysmenorrhea, menorrhagia. Lot number report b93861 is invalid quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jan-2019: update of information (batch is invalid)product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), pelvic pain ("severe pelvic pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 30-year-old female patient who had essure (batch no. B93881) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no confirmation test". The patient's concurrent conditions included penicillin allergy (rash; swelling; hives), fruit allergy, drug hypersensitivity (nausea; confusion; loose stools / dizzy), sulfonamide allergy (rash; hives), adenomyosis, adhesion, left lower quadrant pain and hemorrhagic cyst. Concomitant products included paracetamol (acetaminophen). In (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and mental disorder ("psychiatric problems"). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstruation issues"), depression ("depression"), anxiety ("mental anguish") and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy by laparoscopically, hysterectomy (full), oophorectomy (one ovary removal)), surgery (bilateral salpingectomy by laparoscopically, hysterectomy (full), oophorectomy (one ovary removal)) and surgery (ablation). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, menorrhagia, menstrual disorder, vaginal haemorrhage, depression, anxiety and mental disorder outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, menorrhagia, menstrual disorder, mental disorder, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal cramping, dysmenorrhea, menorrhagia. Most recent follow-up information incorporated above includes: on 26-jun-2018: plaintiff fact sheet and medical records were received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), depression, mental anguish, migration of essure device, abdominal pain and no confirmation test. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device / migration of essure device location of device: under the serosa"), pelvic pain ("severe pelvic pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 30-year-old female patient who had essure (batch no. B93881, b93861) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no confirmation test". The patient's concurrent conditions included penicillin allergy (rash; swelling; hives), fruit allergy, drug hypersensitivity (nausea; confusion; loose stools / dizzy), sulfonamide allergy (rash; hives), adenomyosis, adhesion, left lower quadrant pain and hemorrhagic cyst. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and mental disorder ("psychiatric problems"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstruation issues"), depression ("depression"), anxiety ("mental anguish") and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy by laparoscopically, hysterectomy (full), oophorectomy (one ovary removal)) and surgery (ablation). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, menorrhagia, menstrual disorder, vaginal haemorrhage, depression, anxiety and mental disorder outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, menorrhagia, menstrual disorder, mental disorder, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal cramping, dysmenorrhea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-sep-2018: pfs received: lot number updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("migration of essure device / migration of essure device location of device: under the serosa"), device expulsion ("migration of essure device location of device: uterus"), pelvic pain ("severe pelvic pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 29-year-old female patient who had essure (batch no. B93881 , b93861) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no confirmation test". The patient's concurrent conditions included penicillin allergy (rash; swelling; hives), fruit allergy, drug hypersensitivity (nausea; confusion; loose stools / dizzy), sulfonamide allergy (rash; hives), adenomyosis, adhesion, left lower quadrant pain and hemorrhagic cyst. Concomitant products included ibuprofen, paracetamol (acetaminophen) and ranitidine from 2015 to 2016. In (B)(6) 2014, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and mental disorder ("psychiatric problems"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems - condition: depression") and anxiety ("psychological or psychiatric problems - condition: mental anguish"). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("abnormal menstruation issues") and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation and bilateral salpingectomy by laparoscopically, hysterectomy (full), oophorectomy (one ovary removal)). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, device expulsion, menorrhagia, menstrual disorder, vaginal haemorrhage, depression, anxiety, mental disorder and dysmenorrhoea outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, embedded device, menorrhagia, menstrual disorder, mental disorder, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal cramping, dysmenorrhea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 10-jan-2019: pfs received: events: device expulsion and dysmenorrhea were added. Event onset date were updated. Concomitant drugs were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), pelvic pain ("severe pelvic pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 30-year-old female patient who had essure (batch no. B93881) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no confirmation test". The patient's concurrent conditions included penicillin allergy (rash; swelling; hives), fruit allergy, drug hypersensitivity (nausea; confusion; loose stools / dizzy), sulfonamide allergy (rash; hives), adenomyosis, adhesion, left lower quadrant pain and hemorrhagic cyst. Concomitant products included paracetamol (acetaminophen). In (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and mental disorder ("psychiatric problems"). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstruation issues"), depression ("depression"), anxiety ("mental anguish") and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy by laparoscopically, hysterectomy (full), oophorectomy (one ovary removal) and (ablation). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, menorrhagia, menstrual disorder, vaginal haemorrhage, depression, anxiety and mental disorder outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, menorrhagia, menstrual disorder, mental disorder, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal cramping, dysmenorrhea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2018: quality safety evaluation of ptc (product technical problem). Incident at the time of reporting, there is no evidence that a device-r:elated defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("abnormal menstruation issues"). The patient was treated with surgery (underwent removal of the essure device). Essure was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.